Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7xb when inserting the endoscope into the cannula, the customer felt some resistance and the endoscope didn¿t reach to the end. The customer tried inserting several times, but he was unable to do so. Replacement was used to continue the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7xb when inserting the endoscope into the cannula, the customer felt some resistance and the endoscope didn¿t reach to the end. The customer tried inserting several times, but he was unable to do so. Replacement was used to continue the procedure. No patient injury was reported.